Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, time: 11:51 am, inratio: 6.5. Lab: 5.4. No bruising or bleeding. Patient was sent to the ER and given vitamin k. Patient was released from the hospital the next day.